Event description:
It was reported an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm occurred. The pump was refilled and following the dose adjustment the pump was updated. Hcp forgot to change the reservoir volume to reflect the refill. Hcp updated the reservoir volume with a second update. After telemetry was completed it was indicated that the empty reservoir alarm had occurred. A different programmer was used and it did not work. The pump was interrogated again. The pump was updated and the issue was resolved. It was indicated the issue was due to the software. The pump was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8840, serial# unknown, product type: programmer; physician product ID 8840, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4)